Event description:
The customer reported (2) two conflicting result with the ID now covid-19 assay performed (B)(6) 2021 on nasal swab sample and generated positive results. This MFR. Report addresses patient 1 of 2. The customer reported that repeat testing was performed (B)(6) 2021 generated a negative results. The customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. This report is being submitted to cover patient 1.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m167067 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m167067, test base part number 190-430 / lot m167067. The lot met the required release specifications. A review of the complaints reported as false positive results (confirmed and unconfirmed, conflicting results) related to kit lot m167067 showed that the complaint rate is (B)(4). In addition, a review of the complaints reported as false negatives results (confirmed and unconfirmed, conflicting results) related to kit lot m167067 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, as the logfiles were not provided.